Event description:
The customer reported that approximately 1 cup of clear fluid leaked from the back of the coulter lh 750 hematology analyzer onto the counter while performing patient samples. The leak was not contained within the instrument. The customer stated that the leak shorted out the transition cable to the laboratory information system (lis). There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered a leak from the tubing at hemoglobin drain valve (vl4b). The fse replaced the brown stripe tubing at valve (vl4b), resolving the leak. The customer stated that results were not reported as transmission could not occur due to the damaged cable. The fse stated that the damaged laboratory information system (lis) cable was replaced by the lab's it department. The fse also observed the instrument was generating white blood cell (wbc) vote outs. The wbc aperture and housing was replaced, resolving the error issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).